Event description:
A customer contacted baxter technical service because the home pt was still draining during drain 3/5 of therapy using the homechoice system after a drain volume of 3257ml. The caregiver called wondering why the home pt was still draining after the large drain volume. The service representative advised the caregiver to let the home pt keep draining. The home pt was sleeping. The final drain volume was 4751ml. The home pt had been having problems all night. The home pt had a chest catheter. The home pt had previous calls regarding a low drain volume alarm during drain 1 with a drain volume of 15ml after a fill volume of 2400ml. At that time the service representative advised the home pt to restart therapy. The therapy programming did not have a last fill and the initial drain amount was programed to 0ml. The home pt advanced to fill. The home pt then called back in drain 1/5 with a check pt line alarm and drain had resumed after that call. The home pt called back in drain 1/5 with a drain volume of 458ml and complaining of cramping. The service representative referred the home pt to their nurse. The caregiver indicated the nurse assisted the home pt with a bypass of the low drain volume alarm. After draining a total of 4751l, the service representative reviewed the therapy info. The total ultrafiltration was - 1214 (cycle 2 ultrafiltration = 287, cycle 1 ultrafiltration = -1502). The service representative stayed on the phone until the system advanced to the fill cycle on its own. The home pt would contact their nurse later that morning. These were no reported pt symptoms at the time of this call. The probable cause of the overfill was determined to be the home pt's difficulty draining. Follow up with the home pt's nurse revealed there were no further problems and there was no pt injury or medical intervention associated with this report.